Event description:
It was reported that balloon detachment occurred. The target lesion was located in the superficial femoral artery. A 4mmx40mmx146cm coyote¿ es balloon catheter was advanced to the lesion however it was noted that the balloon had detached from the shaft of the catheter. The balloon catheter and the sheath were removed together and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).